Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed a high shock impedance greater than 125 ohms. The patient's physician is aware of the situation and the device and lead were reprogrammed. A revision procedure will be performed in the near future. No adverse patient effects were reported. Device and lead remain in service at this time.

Manufacturer narrative:
--

Manufacturer narrative:
To date, the revision procedure has not been performed. After the revision, a final report will be sent and if the device is returned a complete analysis will be performed in order to determine the root cause of this event.

Event description:
--